Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving ongoing occlusion alarms approximately every 3 days. The customer's blood glucose (bg) level was 400-500 mg/dl and insulin injections were administered to address the bg level. A cause of the past occlusions could not be determined and a pump system check could not be performed for the current occlusion as the pump supplies had been changed.